Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint of a "loose cable". No cable damage was observed at the wrist assembly. No frayed, loose, or broken cable was observed. Upon further investigation, the pin was found to have incomplete swaging, which allowed the pin to become dislodged. The pin was swaged enough to stay held in place, unless the pin itself was pushed on. This failure is likely a workmanship issue. A review of the instrument log for the prograsp forceps was performed. Per logs, the instrument was last used on (B)(6) 2020, on system (B)(4) with 5 uses remaining. No images or videos were shared for the event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided, this event is being reported due to the following conclusion: the instrument grip pin was dislodged due to improper swaging. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable was loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: this instrument was not used on any patient. They found out the cable was loose, so they took it out of use and returned it to isi.